Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed but not replicated the customer reported complaint. Failure analysis found the primary failure of firing issues to be related to the customer reported complaint. Based on log review of remote, the instrument was found to have 2 firing failures. Functional testing of the device to replicate the reported complaint is not possible due to the returned condition of the device. The instrument was found to have 2 firing failures based on log review. The instrument was placed on an in-house system and the instrument failed engagement. Visual inspection was performed, and the chassis was found to have thermal damage. The chassis was found to exhibit warping, which likely resulted in the failed engagement observed. Root cause of this failure is attributed to the user. On 25-mar-2021, an isi advanced failure analyst (afa) engineer conducted a stapler logs review. Logs show that part #480460-09, lot l91200907-0271 fired qty 6 reloads (4 blue followed by 2 white). The 4 blue firings were completed per the logs without any pauses for compression. The two white firings resulted in ¿tissue too thick to continue¿ firing failures at 20% and 30% completion. Both of these firings had pauses for compression during firing. There were no incomplete clamps performed by this instrument. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was alleged that during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler failed tissue compression. The stapler allegedly stapled and retracted without completing the fire, resulting in an unspecified wound that required repair excising a small part of intestine. On 15-mar-2021, intuitive surgical (is) obtained the following additional information regarding this event: the sureform stapler 60 instrument and sureform 60 reloads were inspected prior to use. The partial stapler fires did not occur during warm ischemia. This issue occurred on the first use of the instrument (single-use device) during the second stapler fire. The system presented the following message during this event: "tissue too thick to continue". The target tissue was the intestine (jejunum), which had not been worked on before. The tissue was not exposed to radiation or chemotherapy prior to the procedure, and there was no tissue tension or bunching. The surgeon did not use buttress material, and did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws during the procedure. The intestinal tissue was re-stapled, and a small portion was excised as a result of this issue. The alleged wound and repair noted refers to the excision and additional stapler fire. The patient was reported to be healthy and has not experienced any post-operative complications. Patient demographics and medical history were provided. It was confirmed that there was no hole behind the last fully formed staple. Because the instrument stopped after the 3rd of 4th stapler was shot. Per the surgeon, the patient did not experience any post-operative complications.